Event description:
It was reported that a post-operative MRI or x-ray determined that one of the implantable pacing leads was not attached. It is unknown if any corrective action was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).